Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3364 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported after PICC was placed, it would not flush and no blood return. When retracting 3-4 cm, it worked fine. PICC was exchanged. No other information was provided.